Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: addrs1 ipg, implanted: (B)(6) 2014.

Event description:
It was reported that there was insulation damage to the right ventricular (rv) lead. It was noticed during an operation that the insulation was "broken." The lead was explanted and replaced. No patient complications have been reported as a result of this event.